Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the power module for trauma recon system device was unintentionally steam-sterilized and liquid leaked from the module. It was reported that the technical service then examined and disassembled the module and the device was sent to the cleaning company, which had to clean the sterilizer afterward. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the device was functionally/visually tested according to the service manual. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. The device failed visual inspection because the device was disassembled and melted. Following test failed according to pre-diagnostic assessment: section 20: general condition & lever function fail. Section 30: check for external cleanness and foils of liquid damage fail. Section 40 - 140 could not be performed n/a. Following failure could be identified: the device was visually and functionally assessed, and it was found that the device failed visual inspection because the device was disassembled and melted. According to the complaint description the power module was steam sterilized which led to the melted power module ¿ user error. Root cause comments: the most probable root cause can be traced to user error for the melted power module. The most probable root cause for the disassembled device can be traced to a failure to follow instructions. As part of synthes quality process all devices are serviced, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: servicing this system requires regular maintenance service, at least once a year, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.